Event description:
This rv lead was implanted on (B)(6) 1995 and remains implanted at this time. A call to technical services on 10/1/2013 states that a non-physiologic noise was noted on right ventricular lead channel leading to mode switches. The physician was dr. (B)(6) at (B)(6) medical center at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).